Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was observed. During the evaluation, evidence of mishandling was observed. The rear case had cracks and scuff marks. The lcd module was replaced to remedy the reported problem. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.